Event description:
Doctor reported that implants had lack of stability at beginning of laboratory procedure. Finally implants at tooth sites 11 and 21 were removed due to peri-implantitis.

Event description:
Non-integration reported.